Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited a left ventricular pace impedance measurement of greater than 2,000 ohms while the field representative was programming for magnetic resonance imaging mode. Technical services walked rep through programming in which there was no further out of range measurements observed. The device remains in service. No adverse patient effects were reported.